Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that beginning at least a month ago, the communicator did not want to stay charged. The communicator would go to green then go back to orange, and per the patient, they had to play with the cord to get it to take a charge. The patient stated that they had to turn the communicator upside down to put the cord in or it would not charge at all. The patient mentioned that they had gotten a new cord sent out on monday because the cord they had, had frayed wires but that did not fix the issue. During the call the patient verified there was no damage to the charging port. A replacement communicator was requested from the repair department because the communicator was not consistently taking a charge and needed to be moved around in order to start charging.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 10-jun-2023, UDI#: (B)(4). H3 ¿ analysis of the communicator found ¿micro usb charge port is loose¿ and ¿1 pin in usb port looks damaged¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.